Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole: according to the reporter - as the surgeon placed the camera through port and was entering patient, a piece of the plastic from the front lens broke off.